Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that they were experiencing low blood glucose. Blood glucose level at the time of the incident was in range of 40 mg/dl to 50 mg/dl. Customer¿s wife stated that has been having lows at night without continuous glucose monitoring system. Customer stated that they were not in auto mode at time of low blood glucose. Customer stated that sensor was not working and would not connect to insulin pump. Customer stated that they treated with orange juice. Customer was not able to troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.